Event description:
This complaint is 1 of 2 for the handle (cev10195cu) component reportedly used during this event and is related to mfg number 3003249645-2025-00017: it was reported that during an operation, the surgeon noticed a loss of grip, making it impossible to resume gripping due to the absence of one of the fenestrated paddles. It was subsequently reported that the insert piece fell into the patient's abdomen. It was confirmed that all pieces were retrieved without any consequences to the patient.; no x-ray was required. It was reported that another forceps was used to finalize the surgery.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: the angle handle w/rachet (cev10195cu) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Evaluation of the handle did not verify the problem statement as valid. The reported issue concerns the insert (cev625t1u) used with this handle, reported under related mfg report# 3003249645-2025-00017. It was determined that the handle worked properly; there was no functional defect.

Event description:
N/a